Manufacturer narrative:
No product has been returned for investigation nor were radiographs or images provided to confirm the alleged event. No root cause can be determined at this time. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." Warnings, cautions and precautions "...these devices can break when subjected to the increased load associated with delayed union or nonunion... If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
It was reported that a patient underwent a spine procedure on an unknown date. As per reporter, a revision procedure was performed on (B)(6) 2019 due to loosen lock screws. No patient injury has been reported.